Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.

Manufacturer narrative:
Investigation of the case logs showed that the user identified that the pre-operative registration was not successful despite several troubleshooting attempts. The user attempted to re-register the patient using new images; however was still unable to obtain an acceptable pre-operative merge. This is believed to be due to tracking errors present within the acquired fluoroscopy shots and associated fixture warnings that were recorded by the system. An acceptable merge was unable to be obtained after multiple attempts on an in-house development system. The user opted to place the implants using traditional methods due to the inability to obtain a pre-operative merge. The cause of the reported issue can be traced to user technique.